Event description:
On 08/30/1999, the manufacturer (MFR.) Rec'd a faxed report from the distributor that states the following: on 08/30/1999, the facility's or mgr informed the distributor's marketing mgr that the physician attempted to insert the device in question: however, the introducer was too small for the catheter to go through. It seems it would only advance about 1". It would not line up and the clear silicone projection jacket broke off. As a result, they were not able to implant the device and implanted a groshong into the pt instead. The device in quesiton was discarded. Additionally, it was stated that in a previous case that day, it was a struggle to get the catheter through the introducer, but the surgeon managed to do it. No further details were provided.